Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous vitamin b12 results for two (2) patient samples assayed on a unicel dxi 800 access immunoassay system. The erroneous patient sample results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported obtaining elevated vitamin b12 results above the normal reference range and beyond the maximum reportable dose response of 1500 pg/ml for both patient samples. The customer reported when diluting the patient samples 1:5, unexpected results were also obtained when assaying the diluted samples. The customer reported that quality control (qc) results for vitamin b12 were recovering within the laboratory's established ranges at the time of the event. The customer reported that the most recent system check performed passed within instrument specifications.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse observed that the right sample probe was not being cleaned properly due to a leaking pump syringe. The fse replaced the syringe, cleaned the probe, and primed the system. The fse verified the repairs per established procedures.